Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2408-74, serial #: (B)(4), description: avista MRI perc lead kit, 74 cm. Model #: sc-4319, lot #: 20367851, description: clik x MRI anchor. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed an infection at the pocket site. Symptoms noted were pain and redness. The patient was prescribed antibiotics and underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the patient's infection was device related but it was not procedure related.

Event description:
A report was received that the patient had developed an infection at the pocket site. Symptoms noted were pain and redness. The patient was prescribed antibiotics and underwent an explant procedure.